Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device image disappeared/darkened and the visual field was suddenly lost. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Event description:
It was reported, during preparation for use the subject device image disappeared/darkened and the visual field was suddenly lost. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure for evaluation and the customer's allegation was confirmed. The evaluation also identified a cut on the cable. A device history review of the current product was conducted, and no problems were found. A definitive root cause cannot be identified. Based on the investigation, the most probable cause of the malfunctions is component failure. Olympus will continue to monitor the field performance of this device.